Manufacturer narrative:
Based upon the clinical findings, the reported event is inconclusive. No medical records or imaging studies were available for review. The reported unintentional malposition of the iliac stent (intentional misuse/user error vs stent migration) and the return to the operating room for an additional iliac artery extension on the opposite iliac artery (presumably to raise the bifurcation), could not be established. No patient injury was reported, but also could not be established. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the clinical findings, a manufacturing or design related issue or a root cause could not be conclusively identified based upon the available information. It is likely that unintentional malposition of the iliac stent may have contributed to this event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported post implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, it was noted that the original iliac extension was placed higher; therefore, the limb extension was protruding into the aorta. The physician elected to implant an additional limb extension on the opposite iliac later the same day. No patient injury was reported.